Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that cause of the reported issue was due to a short on the single board computer assembly (sbc). The sbc assembly is located on the system pcb. A further component cause on the sbc wasn't determined.

Event description:
The customer reported that their device was getting stuck in an endless boot loop when the device is being powered on. With this issue, the device would not complete a boot up cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.